Event description:
The customer reported a white line on the screen during a diagnostic lower gastrointestinal endoscopy screening procedure involving an olympus colonovideoscope. The procedure was completed with the same device, and the event occurred during sedation while the device was inside the patient. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.